Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that 2 days ago, they got an error message 'system problem rm03' while charging the implant. Pt stated that the implant would charge for a while, but the error message would come up again. Agent asked, patient stated the recharger would get hot sometimes but not more often. Agent had pt reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean connections. Pt confirmed to damages. Agent had pt start a recharging session, but the screen asked them to update the date and time. Pt confirmed that the controller battery was 100% while the implant was recharging 60% with excellent quality. Agent reviewed with pt that resetting the controller and cleaning connections help resolve the issue. Pt will monitor the issue and will call back if the issue persists. Pt called back stating they were still getting system problem rm03 since they last called. In the last 3 weeks or so it kept giving the same error but they could reset the controller to get it to work but now it would not work. An email was sent to replace the recharger. Additional information was received from patient (pt) who reported that the heating of the recharger took place at the antenna. The replacement recharger resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. H2: correct rr to system report on the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.